Manufacturer narrative:
The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump was cracked on the reservoir thread. It was reported that the pump would be replaced and returned for analysis. No further information provided.